Event description:
It was reported that during a laparoscopic lobectomy procedure, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time and removed the fragment from the body, changed to another one to continue the surgery. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. Additional information was requested, and the following was obtained: was there any patient consequence (event description states piece was successfully retrieved)? If there was a patient consequence, please describe. Unknown. Once there is any update, we will update the information.